Event description:
A report was received that the patient's ipg had migrated due to non-device related weight gain causing charging difficulties. The physician replaced the ipg and the patient was reportedly doing fine.

Manufacturer narrative:
The explanted ipg was not returned to bsn because it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.